Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-11960. It was reported that a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was deep seated into the laa. Then an unspecified pigtail catheter was inserted into the patient's left atrium. They performed an angiogram of the laa which demonstrated that the was in good position. Before advancing the wds, the physician torqued the was counterclockwise re-establishing position in the anterior lobe. The was in an acceptable position so this 21 mm watchman laa closure device & delivery system (wds) was inserted into the was and was snapped into place. The physician performed an angiogram of the laa and observed contrast flowing into the pericardium. A perforation which led to tamponade was detected. They successfully deployed the 21 mm device, performed a pericardiocentesis, and extracted approximately 1500 cc¿s of blood. The patient was moved from the catheterization lab to a unit where she was in stable condition.